Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had dislodged. It was noted that the catheter was unable to engage the target vessel. It was also noted that the slitter blade could not insert the catheter, which made cutting difficult. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.